Manufacturer narrative:
Lot number 06a197 was also referenced, it is unk which, if any, of the devices may have caused or contributed to the event. Add'l info has been requested and if received, will be supplied on a supplemental.

Event description:
It was reported that following a l1 fusion in 2007, the pt presented with pain and a revision/removal was planned. The pt was opened up and the hospital realized that the incorrect kit (xia) had been booked for the procedure. It was decided to go ahead with the removal using a xia kit and the surgeon cut the rods and attempted to use these to unscrew the screws. The surgeon stated that the locking mechanism had not locked on these screws and he was unable to remove them. It is further reported that the surgeon decided to close the pt and wait for the spinal radius kit to arrive. This kit arrived in the evening of the same day and the screws were successfully removed.